Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia, and itching and redness under the sensor adhesive. The customer also reported adhesive issues, a discrepancy between sensor glucose and blood glucose values, suspension of insulin delivery due to sensor values, receipt of a ¿change sensor¿ alert, and a loss of communication between the pump and transmitter. Blood glucose value at the time of event was 410 mg/dl. The customer was treated hyperglycemia with insulin pump (subcutaneous insulin infusion) and was admitted to hospital for further treatment. The customer was treated hypoglycemia with carb intake. The customer also experienced symptoms of headache and body pain. The event involved product(s) mmt-1886. Troubleshooting was performed for hyperglycemia event. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for a change sensor alert. Customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Troubleshooting was performed for sensor glucose and blood glucose values. Sensor glucose values were less than 50 mg/dl in the early morning on (B)(6) 2026 and 267mg/dl at 1:30 pm on (B)(6) 2026. Blood glucose values were 69 mg/dl in the early morning on 04/22/2026 and 410 mg/dl at 1:30 pm on (B)(6) 2026. The differences between sensor glucose and blood glucose were 19 and 157 points, which were not within the acceptable range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. Troubleshooting was performed for a communication issue between the transmitter and the pump. Customer did not connect transmitter to a fully inserted sensor. Troubleshooting was performed for a site issue and found issue with the insertion site. No further patient complications were reported. No product return is required for mmt-1886.